Event description:
Event description cpi received information that the patient's r-wave had decreased in amplitude since the implantable cardioverter defibrillator (ICD) and lead system was implanted. It was also noted that the ICD system was oversensing the pacing output.